Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05472. It was reported that the patient presented for revision procedure on (B)(6) 2020. Upon review, it was revealed that the right ventricular lead exhibited over-sensing. Also, the pacemaker exhibited radio frequency (rf) telemetry lockout due to a lot of radio frequency communication over the past month. The patient was pacing dependent and the doctor requested a transmission immediately. The right ventricular lead was capped and replaced on (B)(6) 2020. Also, the pacemaker was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Data analysis of the device image suggested rf telemetry lockout had occurred in the field due to excessive rf usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Rf telemetry could be enabled and disabled with no issue. The pacer was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical analysis performed, including sensitivity test under field settings indicated normal device functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.